Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switch episodes appeared to be far field r-wave oversensing episodes versus atrial events. Device remains implanted. No further information is available.

Event description:
New information received on february 11th, 2019 states that the issue was not resolved and the device will continue to be monitored remotely via merlin.net transmission to see if there are further episodes. No further information is available.